Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit and blfm- blower foam degradation was also found. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.